Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device activation reportedly went well. The recipient's medical issue has resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient's dura was reportedly uncovered during initial implant surgery. The recipient was prescribed antibiotics (type unknown).